Event description:
It was reported that the lesion was located in the proximal lad, there was no tortuosity and calcification was 90 degree and it was superficial calcification. After the eleventh cut was made with the directional coronary atherectomy (dca) device, there was difficulty advancing the cutter to the distal housing window. The cutter was pushed strongly, but could not be advanced. It seemed to be attached to something very hard such as the calcification. The pushing continued while decreasing the pressure from 50 psi, to 40 psi, to 30 psi. During this pushing the motor drive unit (mdu) sound became muffled. The pushing was stopped and an attempt was made to retract the cutter proximally, but the cutter did not retract through the distal site of the housing window. At this time the cutter torque cable (ctc) was noted to be fracture. The dca device was being removed over the guide wire, but the two devices were noted to be stuck. The devices were then removed from the pt as a single unit. However, upon removal of the devices the guide wire was noted to be separated 8-10 cm proximal to the tip, and the separated portion of the guide wire remained in the coronary. The separated portion of the guide wire was retrieved using a snare device. Reportedly, the pt is doing well. The procedure was completed with another dca device without any problems.